Manufacturer narrative:
(B)(4). The sample is reported to be not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A practitioner reported to baxter (B)(4) of an administration set for blood and blood components in which red blood cells (rbcs) were not running through the set despite flushing the IV cannula and applying a pressure bag. The rbcs appeared to be clotting. A patient was involved. The patient's temperature increased by 1 degree celsius. No other changes in vital signs were noted and there were no signs or symptoms of an adverse reaction. There is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.